Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the upper pull rod fractured near the root of the hexagonal pin which was at the top of the pull rod. The root cause is attributed to torsional overload, indicating a torsional force was applied to the hexagonal pin exceeding the strength of the material. No material defects were observed in the part that could have contributed to fracture initiation and/or propagation to failure. A complaint database search finds no additional reports for this failure against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Intraoperatively the hexagon pin from the pull rod broke off. So it had not been possible to fix the taper with help of the torque wrench.